Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The manufacturing records couldn't be reviewed as the batch number is unknown. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a labeled winding former, a detached needle and a dispensed suture piece of product code vcp213h were received for evaluation, the swage and attachment area were as expected, and the remnant of the suture was noted into the barrel hole, and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the end of the suture was cut appears to be by use of the surgical instrument. The condition of the sample received indicate improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Procedure name? (B)(4).

Event description:
Pull off suture needle. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for unknown surgery. Changed another one to continue the surgery, the problem of pulling off suture needle had happened in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. It was reported that the patient underwent an unknown surgery on (B)(6) 2021.

Manufacturer narrative:
(B)(4) date sent to FDA: 07/15/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please provide the lot number - unknown. Procedure name? - debridement and suture surgery.